Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the lamp does not work and the air filter is missing. Surgery was completed using the auxiliary lamp. There was no patient impact.

Manufacturer narrative:
The customer reported that the system air filter was missing and the lamp did not work. The reported events occurred before surgery with no patient involvement. The company representative examined the system and was able to replicate the reported event. The table top illuminator, fan assembly, cable, and filter were replaced. The system was then tested and met all product specifications. The table top (tt) illuminator was received and a visual assessment of the returned sample revealed no obvious nonconformity. The returned tt illuminator was installed into a calibrated system. No system message displayed during or after the boot-up sequence. Functional testing found the returned tt illuminator to meet product specifications. The reported event could not be replicated. The system was manufactured on december 14, 2010. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).